Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-00533, 3005168196-2021-00534.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils and non-penumbra microcatheter. During the procedure, while attempting to place a ruby coil into the target vessel, the physician was advancing a ruby coil through the microcatheter when the ruby coil had unintentionally detached. Therefore, the microcatheter was removed containing the detached ruby coil and the coil was flushed out. The physician reinserted the microcatheter and attempted to advance a new ruby coil in the target location; however, the ruby coil would not advance past the proximal end of the microcatheter. The physician therefore, removed the ruby coil. Subsequently, the physician inserted a third ruby coil in the microcatheter; however, the ruby coil would not advance past the distal segment of the microcatheter. Therefore, the ruby coil was removed. The procedure was completed using pushable coils, another coil, and the same microcatheter. There was no report of an adverse effect to the patient.